Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. Upon interrogation, the right ventricular lead exhibited intermittent capture and had a variation in capture threshold. The lead was explanted and replaced. It was noted that the lead had externalized conductors. Patient was stable before, during, and after the procedure.

Event description:
New info received stated that the right ventricular lead also exhibited a decrease in impedance and a decrease in r waves over time.

Manufacturer narrative:
The field report of insulation anomaly was confirmed but the field report of intermittent capture thresholds, low impedance, and r-wave amplitude variation were not confirmed. A partial lead was returned for analysis in 2 segments. A partial lead with the connector pin measuring 11.2 cm and a partial lead with the distal tip measuring 40.5 cm were returned for analysis. Externalized conductors due to internal insulation abrasion were noted at 15.9-18.1 cm from the distal tip. Internal insulation abrasions were noted at 7.4-8.0 cm. The etfe coating was abraded at this location. Further internal abrasions were noted at 11.3-11.7 cm and 30.4-30.9 cm from the distal tip. Internal insulation abrasions under the rv shock coil were noted at 5.1-5.3 cm, 5.1-5.2 cm, 5.7-5.8 cm, 6.0-6.1 cm, and 6.1-6.3 cm. The etfe coating was intact at these locations. Internal insulation abrasions under the svc shock coil were noted at 25.1-25.7 cm and 26.4-28.1 cm from the distal tip. The etfe coating was abraded in one abrasion region.